Event description:
It was reported by service report that the top cover was ripped and there was fluid intrusion. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Conclusions: replaced cover.